Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). Subsequently on (B)(6) 2017, whilst under general anesthesia during surgery for a new implant; skin revision was performed to excise excess tissue at old abutment site.

Manufacturer narrative:
Correction: the skin revision under general anaesthetic was for the new implant site and not at the old implant site as previously reported. This report is filed on april 04, 2017.